Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the third proximal row of the stent had some struts that were flared and bent. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube of the device. Microscopic examination revealed that the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50mmx8mm liberté¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.